Event description:
The customer representative reported via phone call that the customer experienced high and low blood glucose levels. The customer stated that his doctor had recently done changes to his ratios in the insulin pump. He reported having a low blood glucose of 45 mg/dl, which was treated with juice and rose to 51 mg/dl. He stated that the sensor reading was 80 mg/dl. He checked again a few minutes later, and his blood glucose rose to 65 mg/dl. He also reported that the insulin pump had alarmed threshold suspend previously, and he forgot to check his blood glucose. He noted that he would receive low suspend alarms about 2 to 3 times a day before he had his doctor make adjustments. He also noted that his high blood glucose was between 220 and 360 mg/dl. He stated that he had previously experienced seizures prior to beginning insulin pump therapy and did notice improvement since beginning use of the device. He declined troubleshooting assistance for the high and low blood glucose events.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.